Event description:
Noise reported on recordings and pacing impedance greater than 3000 ohms in vectors where lv1 or lv3 were used, during in office follow up. Suggested isometrics and noise could be created. Other vectors appeared to be in normal values on all testing and no noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.